Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6) 2010, the lay-user/pt contacted lifescan (lfs) alleging that the one touch ultra2 meter is giving inaccurate high readings. A no response letter was sent to the pt. This complaint is classified according to the documentation of the customer care advocate. The pt manages her diabetes with insulin- no sliding scale adjustments. The pt claimed that the product issue began over a year ago. Approx 3 months ago, the pt reportedly had symptoms described as "nausea, irritable, sweat, weak, and headache." Some time after the product issue began, the pt administered self treatment with food/drink. The pt was unable to provide any numeric results related to the alleged inaccurate issue. It would have been helpful to know the pt's diabetes medication regimen and testing frequency, the duration of the symptoms, what treatment did the pt receive in order for the symptoms to abate, could the symptoms have been prevented, was the pt's diabetes medication changed immediately before or sometime after the aforementioned symptoms and the events leading up to the pt's medical intervention/reported symptoms such as blood glucose readings, diabetes medication intake, food intake, and physical activities. During troubleshooting, the customer care advocate verified that the test strips were in good condition and within the discard date. The control solution result failed. The testing technique was correct and results were taken on approved testing site. This complaint is being reported, because the pt claimed that she had symptoms that can be associated with hypoglycemia and received medical intervention after the product issue began. Replacement products were sent to the pt.